Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 3.25mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good post procedure.

Manufacturer narrative:
(E1) initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 3.25mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good post procedure. It was further reported that the balloon was inflated three times before it ruptured.